Manufacturer narrative:
Follow-up # 1 date of submission 07/12/2014-device evaluation: the pump has been returned and evaluated by product analysis on 07/03/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed a recorded cs 052 and cs 054 call service alarm. During a visual inspection of the pump, moisture was observed behind the pump display lens. The pump casing was also found to be cracked in the upper right corner near the display. During testing, the pump was powered on and emitted audible tones; however, the display screen was blank and no vibratory alarms were emitted. The battery cap secured properly to the pump, and no damage was observed to the battery compartment. A leak test was performed and confirmed a leak at the crack in the pump casing. The pump case was removed, and evidence of moisture ingress was found throughout the pump interior.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump lost power. Moisture was allegedly visible inside the pump battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.